Event description:
It was reported, the rigid video scope had a short period of normal operation and then the image turned pink. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the customer allegation "the image is purple (after a short period of normal operation, the image turned pink)" was due to broken video cable. A definitive root cause could not be identified for "video cable is broken". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had a short period of normal operation and then the image turned pink. There were no reports of patient harm.